Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a low blood glucose. Customer¿s low blood glucose value was 53 mg/dl. Customer¿s mother also stated that the buttons were not react well. Customer¿s other stated that the act button was responding when it was pressed. Customer was advised to observe time clock for one minute to verify the time advances. The insulin pump will be returned for analysis.